Manufacturer narrative:
Device evaluated by manufacturer, additional information: device evaluation is not required as it will not provide additional relevant information to the reported event.

Event description:
Information was received stating that a patient had an infection at her generator site and was going to have their vns device removed to let the infection clear. The patient had reportedly picked at the site, causing some puss to come up. A review of the device history record for the implanted generator confirmed it had passed all quality inspections prior to release for distribution.